Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was initially implanted with an impella 5.5 for mechanical circulatory support and escalated to bipella support with implant of an impella rp flex for right ventricular disorder. The following night, the patient experienced pulmonary bleeding after the impella rp flex placement. Medication was administered via an endotracheal tube to control the bleeding. Partial thromboplastin time remained subtherapeutic all night in the 200s. The patient experienced an acute hypotensive episode resulting in cardiac arrest. Return of spontaneous circulation was achieved. The patient was hypoxic. The left lung was unable to ventilate and was noted to be obstructed by a clot. Bedside bronchoscopy was being performed to evacuate the blood clot. The patient was transfused with blood products. The following day, it was noted that the patient's condition stabilize. The bronchoscopy was successful in evacuation of a clot from the left lung. A couple of days later, it was noted, however, that the patient continued to be hypoxic and a repeat bronchoscopy with old thrombus deep in the bronchioles was noted and was unable to be reached. The decision was made to explant the impella rp flex and cannulate for veno-arterial extracorporeal membrane oxygenation (va ECMO) with the impella 5.5 device which was successfully completed. Latest update noted the patient remains on impella 5.5 and va ECMO support.

Manufacturer narrative:
Additional information was received and noted a perforation occurred in the lung and was believed to be from the abiomed 0.27 wire. The explanted impella rp flex pump was discarded. The impella device was discarded, and it is unknown if the guidewire is available. Therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
In supplemental manufacturer device report vt was captured however this complaint is not related to vt.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel and thrombus has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The investigation of vf/vt/af/at has not been completed. Should new information be received, a supplemental manufacturer device report will be filed.